Manufacturer narrative:
Product event summary: at analysis the stated reason for return was confirmed, the device switched off directly after opening the battery drawer and it was also noted that it failed its incoming testing on the automated test console, that the device was sticky and that its battery contacts were contaminated. The main board was calibrated and the device passed all tests with no visual or electrical anomalies.

Event description:
It was reported that the external pulse generator had issues with battery replacement. The generator was not returned for service. No patient complications have been reported as a result of this event. It was further reported that the product was returned to service. It was further reported that the translation of the reason for return was "the generator does not pace for the expected time following battery replacement".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Service.